Event description:
It was reported that the cord was damaged (small cut). A backup device was not available to complete the procedure and no delay or patient injuries reported.

Manufacturer narrative:
Device was not evaluated.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the exterior of the product and a nick was found in the cable insulation. The complaint of a cut on the cable was confirmed. The camera head passed functional testing and 6 hour burn-in inside video tower. All functions perform as expected. The complaint was confirmed. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include a crushing or shear force induced on the cable inconsistent with normal use. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.